Event description:
It was reported that there was a post-operative patient complaint that led to an invasive intervention. The patient's lead and extension were explanted. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4): lead model 388928, lot# 0204151570, implanted: 2010-(B)(6), explanted: 2012-(B)(6); extension model 3095-10, serial# (B)(4), implanted: unk, explanted: 2012-(B)(6), analysis of the extension model 3095-10, serial (B)(4), found no anomaly. Analysis of the lead model lot found all conductors broken in the lead body 5.0cm from the distal end. There were open circuits. (B)(4).